Manufacturer narrative:
Additional information was received that patient had infection at the ipg site. It was noted that the pocket had open up. The physician believed that the infection was not device related and the cause of infection was unknown. The physician also did not suspect anything from the recent procedure that would have contributed to the infection. The patient was placed on antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to wound dehiscence.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to wound dehiscence.